Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer which prevented a physical evaluation from being performed. However machine files were provided to the manufacturer for review. The manufacturer concluded from the review that a communication error code which ultimately resulted in system error 9040.1. A review of complaints revealed that the reported failure is a known event. This issue is captured in a corrective and preventative action (CAPA) where further root cause analysis is being investigated. A review of the device history record is not required. The manufacturer determined the reported issue could be reproduced. Error code 9040.1 is a collective error code for different miscalculations. There are many sources of the error. There is currently not a single root cause. The error usually leads to the termination of treatment. After the restart of the device the treatment could be continued. Manual blood reinfusion should always be possibly and is described in the instructions for use (IFU). Review of the IFU and/or service manual is not necessary as the complaint is not related to the the function/operation of the device or an operating handling error. A review of the service manual is considered to be not necessary because the complaint is not related to a faulty handling during service activity.

Event description:
It was reported to fresenius that blood loss occurred during a patient's continuous renal replacement therapy (crrt) treatment on a multifiltrate pro machine. Treatment was prepared and initiated without issue. The machine alarmed error code 9040.1 approximately 15 hours and 8 minutes into treatment. The error code could not be cleared without turning off the machine. The patient was disconnected without returning their blood. The patient's estimated blood loss (ebl) is 200 ml. Additional information was requested however a response was not received. It was not stated upon initial reporting that the patient experienced a serious injury or required medical intervention as a result of the reported issue. No parts were returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that blood loss occurred during a patient's continuous renal replacement therapy (crrt) treatment on a multifiltrate pro machine. Treatment was prepared and initiated without issue. The machine alarmed error code 9040.1 approximately 15 hours and 8 minutes into treatment. The error code could not be cleared without turning off the machine. The patient was disconnected without returning their blood. The patient's estimated blood loss (ebl) is 200 ml. Additional information was requested however a response was not received. It was not stated upon initial reporting that the patient experienced a serious injury or required medical intervention as a result of the reported issue. No parts were returned to the manufacturer for physical evaluation.